Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During a routine maintenance check, an olympus field service engineer found the device's touch screen display was showing a blank screen and there was no image on the monitor. There was no procedure and no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the product was not returned, a specific root cause for the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.